Event description:
Abbott freestyle 2 cgm sensor failure, two failures in the last three weeks. Another failure happened 2 months ago. Sensors are supposed to last 14 days, sensors ending at 4, 5 and 7 days without warning. FDA safety report ID# (B)(4).